Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to he began to leak a little more over the past two months. The previous cuff was removed and a new cuff was placed in new location (bulbous urethra). The patient did not have further complications. No more information is available at the moment. Additional information received. The patient also presented urethral atrophy under the cuff, which caused the urinary incontinence.